Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to high temperatures. The device was tested on the bench and bvvi was reproduced when device was exposed to high temperature of 60°c. This is not considered a malfunction since the device was exposed to temperature outside of the recommended storage temperature.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the pacemaker exhibited a loss of low-voltage output and a failure to interrogate. The lead was removed and replaced.